Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, two (2) handles would not hold onto the driver shafts. They were removed from the screw removal tray. The procedure was completed successfully. There was no patient consequence. Concomitant devices: screwdriver shaft (part: unknown, lot: unknown, quantity: 1). This report is for a handle with mini quick coupling. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: device interaction/functional service & repair evaluation: the customer reported the device would not hold onto the driver shafts. The repair technician reported the device failed to operate smooth and non-binding through the entire range of operation. Non-functional item is a reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the handle with mini quick coupling (p/n: 311.01, lot #: 4839091) was returned and received at us cq. Upon visual inspection, it was observed that the quick coupler was jammed/seized. There were scratches and nicks on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: the functional test was performed during the service and repair evaluation. During the functional test, the device failed to operate smooth and non-binding through the entire range of operation. The further functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Yes dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the relevant drawings of the current and manufactured revision of drawings were reviewed complaint confirmed? Yes, the device received failed to operate. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the handle with mini quick coupling (p/n: 311.01, lot #: 4839091). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number:311.01, synthes lot number: 4839091, release to warehouse date: aug 23, 2004, manufactured by (B)(4). No ncrs were generated during production. Device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.